Event description:
It was reported that the non-pacing dependent patient presented for remote follow-up via merlin.net with the pulse generator in back-up operation. An unsuccessful attempt was made to reprogram the device in-clinic. The patient was scheduled for explant and the device was replaced. The patient was discharged.

Event description:
New information received notes that the pulse generator was unable to be interrogated prior to explant.

Manufacturer narrative:
Additional information: b5, d9, h3, and h6.

Manufacturer narrative:
The reported events of device in backup mode and no rf telemetry were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements a device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.¿